Event description:
A healthcare facility in (B)(6) reported that the power alarm of an iw932 cosycot infant warmer did not work following the replacement of printed circuit board (pcb). There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(6). Method: the complaint iw932 cosycot infant warmer was returned to our fisher & paykel healthcare in new zealand where it was inspected, and performance tested by a trained technician. Results: during testing it was confirmed that the unit's power fail alarm did not function. Conclusion: the reported issue was due to the faulty component on the pcb board. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in united kingdom reported that the power alarm of an iw932 cosycot infant warmer did not work following the replacement of printed circuit board (pcb). There was no reported patient involvement.